Event description:
The customer reported via phone call that their insulin pump's screen was severely scratched. The customer stated they were unable to read the insulin pump's screen due to the damage. Customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.